Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
During a revision to address an adjacent level scoliosis it was found that the expedium 6.5x45 mm screw was broken. It was noticed when the surgeon went to remove the screw. The screw had sheared directly below the polyaxial head. The surgeon had to remove the screw with the broken screw removal set. The surgery was completed. This is the same surgeon that experienced the same complaint on (B)(6) 2015...complaint was filed then as well.